Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead .

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient with an impl antable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type I. It was reported the patient lost stimulation coverage of the pain area. It was stated the lead migrated down and to the other side. An x-ray was performed and confirmed the lead migration. The lead was revised to the original location and an additional lead was added on (B)(6) 2017. The issue was reported as resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that during the initial implant, one of the leads kept crossing over and popping out. The patient reported that the healthcare provider (hcp) went in later and added the second lead. The patient reported that the revision occurred on (B)(6) 2017. No further complications were reported.